Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment; therefore, the reported cuff miss could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report the following additional information was received indicating that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, a cuff miss occured. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the device did not deploy properly. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.